Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as while performing pd therapy, the pt dropped the open end (uncapped end) of her transfer set (ts) out of her hands and onto her lap. Then without cleaning it or calling her nurse, the pt continued to make the connection to the pt line and continued with pd therapy. There was no report of a loose connection, disconnection, or any damage associated with the ts. Subsequently the pt experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, nausea, and vomiting. One day after onset, the pt was hospitalized for the event. On an unreported date during hospitalization, the pt was treated for the peritonitis with unknown antibiotics and the pt was re-trained in proper aseptic procedure for performing pd therapy. Three days after admission, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal/extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.